Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received one open sample. A blue piece of foreign matter was inside the syringe resting on the roof of the barrel. The plunger was fully depressed. Ftir was performed on the blue material and it is likely that the fm is rubber. Conclusion: bd was able to confirm the customer¿s indicated failure. UDI#:(B)(4).

Event description:
It was reported that blue foreign matter was observed in the 10 ml bd posiflush¿ normal saline syringe. There was no report of injury or medical interventions.